Event description:
Patient called to report an adverse event involving a dental x-ray machine that was used on him on (B)(6) 2024. Patient stated that the dental office did not require him to wear an apron during the x-ray and he experienced a rash on his chest and neck area. Patient stated he is "sick and tired" of the state of arizona and how they handle things.